Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker and a non boston scientific right atrial (ra) lead exhibited elevated impedance measurements which were not out of range. Noise and oversensing were also noted on the ra channel, which appeared to be oversensing of minute ventilation (mv) signals. The device was reprogrammed, and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.